Event description:
The customer contact reported that the ground prong on the ac power cord was broken. The device was returned to the biomedical department for an unspecified reason. No tracking information was provided therefore, specific patient information, device programming, or event details were not available. There were no reports of adverse patient events or delays in critical therapy while the device was in clinical use. During testing at the user facility, it was noted that the ground prong on the ac power cord was broken. Though requested, no additional information was provided.

Manufacturer narrative:
A field service representative performed testing and investigation at the user facility. During testing, it was noted that the ground prong on the ac power cord was broken. This report is being made as part of a retrospective review. No further testing or investigation will be performed. This report represents all the information known by the reporter upon query by hospira personnel.